Event description:
The customer reported that the device failed to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no reported pt involvement. The device was evaluated by a local third party service provider. The issue was localized to a failed energy select switch. The energy select switch was replaced to resolve the issue.